Event description:
Patient fell off of the hana table while still intubated, this was at the end of a surgical procedure. Staff was not standing next to the patient and the patient did not have a restraint strap in position to hold them on the hana table, the perineal post was still in place.

Manufacturer narrative:
Based on the information obtained from the investigation, no problems were found with the device itself. Safety straps were not used throughout and after the surgical procedure. There is also no indication or evidence that enough personnel was present to support the patient transfer from the surgery table to the bed. The instructions for use of the hana table highlights the importance of using the safety straps, subsequent cautions and warnings for not using the safety straps along with a focus on handling requirments of the unsecured patient on and off the table. This incident is thus deemed as a use error as there was a failure to follow manufacturer's recommended guidelines and recognized best practices for patient safety.

Event description:
Patient fell off of the hana table while still intubated, this was at the end of a surgical procedure. Staff was not standing next to the patient and the patient did not have a restraint strap in position to hold them on the hana table, the perineal post was still in place.